Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient came to the clinic on (B)(6) 2025 for follow-up, where a potential device malfunction was noted. The recipient was not able to respond to sounds with the device. Re-implantation is being considered.

Manufacturer narrative:
Conclusion: the device investigation revealed a defective welding joint between feed-through pin and the implant coil. Other mechanical damages found during investigation are very likely related to the removal surgery. The investigation results appear to match the problems mentioned in the user report. This is a final report.

Event description:
The recipient came to the clinic on (B)(6) 2025, where a potential device malfunction was noted. The recipient was not able to respond to sounds with the device. The user has been explanted.

Event description:
The recipient came to the clinic on (B)(6) 2025, where a potential device malfunction was noted. The recipient was not able to respond to sounds with the device. Re-implantation is being considered.

Manufacturer narrative:
Additional information: based on the received information from the field, a technical implant failure seems likely. However, to determine an exact root cause, a device investigation of the explanted device would be necessary. Re-implantation is considered, but no date has not been scheduled yet.